Event description:
It was reported that the customer's touchscreen was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump, confirmed the shipping address, and provided instructions for putting the pump into storage mode before returning it. The customer agreed to use multiple daily injections as a backup therapy and acknowledged the return process.